Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (3 m and 1 year).

Manufacturer narrative:
An event regarding observation of less dense bone on x-ray where the patient is asymptomatic involving a tritanium baseplate was reported. The event was confirmed via x-rays. Method & results: device evaluation and results: not performed as no items were returned; they remain implanted. Medical records received and evaluation:" issue with development of reduced bone mineral density at the implant-bone interface of triathlon tritanium baseplate at 3-months follow-up and progressive at 1-years. Femoral component is stable in the bone. X-rays confirm some notching of the femoral component due to slight posterior placement, similarly with protrusion at the posterior side. X-rays further confirm the decrease in bone mineral density below the tritanium baseplate although no clear radiolucent lines are visible at this time, neither gaps between baseplate and bone. Stability of the baseplate in the bone may still be adequate although decreasing in time. No clinical information is available while no explants are available for analysis because they remain to be implanted at this time." [...] No revision has been performed thus far and the patient is under continuous observation for complaints to develop when corrective action could be undertaken by tibial component exchange. This pi case has a root cause of failure partially attributed by a procedure-related factor of less perfect position of the femoral component for which the surgeon takes responsibility possibly in combination with other thus far unknown patient-related factors with however total absence of clinical information. [...] "The loss of bmd is not associated with this in any sense. Loss of bmd is in principal caused by either lack of initial contact between device and bone, not clearly evident in this patient, while the rate of biocompatibility of the device surface structure plays a modulating role to influence the threshold for clinical failure. No evidence is available to suggest that device-related factors have played a role. Diagnosis: an adverse combination of procedure-related and possibly patient-related factors quite likely has contributed to a decrease in bmd of a device structure that has critical bone ingrowth requirements. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: review of the provided x-rays by a clinical consultant indicated:" an adverse combination of procedure-related and possibly patient-related factors quite likely has contributed to a decrease in bmd of a device structure that has critical bone ingrowth requirements". Further information from the clinician indicated "none of the patients has clinical complaints and with none of them is revision surgery currently under consideration". No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (3 m and 1 year).